Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient reportedly had squamos cell lung cancer and expired. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an squamous cell lung cancer related to a CPAP device's sound abatement foam. The reported event of squamos cell lung cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as device may have caused or contributed to the reported event. Based on the available information, patient's attorney reporting: wrongful death of personal injury matter. The patient expired from squamous cell lung cancer. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a follow up report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed. Section h6 updated in this report.